Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's recharger is not fully charging. They stated it was charging really good just until the last few months. They stated they were going to call about a week or so ago and it was all of a sudden charged all the way and the rest of the time it is either charging only halfway or 3/4 way, and stated they are plugging it in the same way every time; and it is just hit and miss. They are able to charge patient's implant despite this. Caller stated the last 3 days; recharger has not been charged all the way. Caller stated there does not seem to be any damage to the desktop charger. Caller stated they go every day to help patient charge now. They stated they are able to successfully charge patient's implant and was charging patient's implant on the call. Caller stated they don't know if the problem with the recharger not fully charging has been due to the connector pin not being pushed in all the way. They stated no visible damage to dtc cord/connector pin. Caller confirmed green light was present on dtc box and stated when dtc was plugged into recharger plug symbol was present on recharger and recharger battery was initially flashing from 25% to 50%. Agent reviewed overview of charging recharger. Caller later reported the recharger battery went empty while dtc was plugged into recharger and was no longer showing recharger was charging, but stated the plug symbol was still present on recharger and the dtc light was still green. Caller stated when they unplugged dtc from recharger, the recharger battery then showed 50% full and no plug was present on recharger when dtc was unplugged. Caller confirmed still able to charge patient's implant and will charge implant to 100% today. Patient rep called back to provide update that they received the replacement and everything is working like its suppose to now.

Manufacturer narrative:
H3. Analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed "cable assembly has a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.